Event description:
It was reported that the lead was found twisted up in the pocket due to twiddlers syndrome. The patient received inappropriate therapy due to noise from the dislodged lead the lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.